Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. Customer¿s current blood glucose is 57 mg/dl. The customer was treated with glucose tablets. Customer also reported that 325 mg/dl, 68 mg/dl. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer does not allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in pump history files. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Device display the programmed value properly on the display graph. Blood glucose was set to low and high readings. A low alert and high alert pop on the screen properly during testing. Device functioning properly.